Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 650 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). Pod treatment was unavailable.

Manufacturer narrative:
The device was received not deployed with the slide insert not visible in the top housing viewing window, though the position of the linkage assembly indicated that the needle had fired. The investigation confirmed that the needle mechanism had fired, however the slide insert was not securely held in place in its intended position by the catch beam after firing of the needle mechanism. Extra material was found on the slide insert where the catch beam is intended to sit after soft cannula deployment, resulting in the soft cannula retracting after the catch beam failed to catch the slide insert during deployment. The extra material on the slide insert was confirmed to be the cause of the soft cannula failing to properly insert into the infusion site.